Event description:
During a routine shift check by a clinician, the device displayed "discharge fault", defib fault 85", defib fault 84", "system fault 37" and "system fault 36" messages. There was no pt involvement.